Manufacturer narrative:
Currently, it is unknown whether or not device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose level reading was 500 mg/dl. Troubleshooting was performed. Time/date and programming were correct. The alarm history revealed two different alarms and the buttons responded poorly. No further information was provided.